Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's balloon was leaked after four days of being used. It was stated that the pressure of the tracheal balloon was observed insufficient, a repeated inflation did not change the situation that made the patient's vital signs decreased. The patient had a replacement of the tube and the vital signs returned to normal.